Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor stopped alarm was not confirmed. The centrimag motor was returned for analysis to the edc and was evaluated and tested. The motor was previously recalibrated per CAPA 120791. The motor cable was tested, and no anomalies were found. The motor was tested for several hours with a test console and functioned as intended. The motor was returned to the customer. The root cause for the reported event was not conclusively determined through this analysis. Centrimag motor instructions for use instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that m2-motor disconnected alarm (s/n: (B)(4)) occurred while the patient was moved for a different non-related investigation. The alarm was visually confirmed to have stopped pump function. A perfusionist performed a restart of the pump function with a repeat trial of increasing pump rotations per minute with stable support. A decision was made to perform an elective exchange for a centrimag (cmag) backup unit. During the cmag console exchange, a motor stopped alarm (s/n: (B)(4)) occurred on the new cmag console. The perfusionist decided to use another cmag unit and performed an exchange of the cmag system with a restart of support without any further issue. The patient condition was unchanged. This event is also reported under MFR #3003306248-2020-00006, MFR #3003306248-2020-00005, and MFR #3003306248-2020-00008.